Event description:
It was reported that the lead appeared fractured on x-ray and had impedance measurements of greater than 9000 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.